Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted (elevated). Customer reverted to alternate insulin therapy. During troubleshooting with tandem technical support, the customer indicated that both humalog and apidra insulin were used. Additionally, the customer reported that cartridge(s) have been used up to four days.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. In addition, the user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.